Event description:
The customer reported that the unit went blank.

Manufacturer narrative:
The customer reported that the unit went blank. Philips evaluated the device, and confirmed the reported failure. Replacement of the power pca resolved the issue.